Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a site issue with one infusion set. The issue occurred two weeks into march, and the event date was recorded as 15 march 2024. The infusion set was in use for less than 48 hours. The patient's blood glucose (bg) at the time of the issue was noticed ranged from 300-350 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.